Event description:
Silicone breast implants. Soon after my breast argumentation, I developed horrible symptoms muscle aches brain fog heart palpitations, my gallbladder shut down and now I was recently diagnosed with hashimoto's. I have spells where I feel like I am dying. These breast implants are slowly killing me. FDA safety report ID# (B)(4).